Event description:
A report was received that a pt underwent a pocket revision procedure due to skin erosion and the ipg was getting close to the skin. The pt had lost weight, which was not related to the device and had other non-device related medical issues. The pt is working with a physical therapist and spends time laying on his back doing stretches which caused the skin erosion. The physician irrigated the pocket and moved the ipg down. The pt was reportedly doing well following the procedure.